Manufacturer narrative:
The device was received for evaluation. During evaluation it was confirmed that the direction of flow label was missing when the pump door was opened. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Case shimming will be required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was found to be missing the direction of flow label during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.